Manufacturer narrative:
(B)(4). The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), there was some resistance felt with the removal of the yellow protective sheath and with removal the stent dislodged inside of the protective sheath. The xience xpedition sds was set aside and another xience xpedition sds was used for the procedure. There was no patient involvement or no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and the stent implant was dislodged. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.